Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited out of range impedance values, insulation damage, a high number of short v-v intervals, and a pacing/sensing polarity switch. It was further noted that the lead was implanted past its use by date. Intervention has been planned, but has not been taken. The implantable pulse generator (ipg) had no reported product issues, however, it was noted that intervention was planned, but has not been taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had exhibited low impedance values, which triggered the polarity switch to occur.